Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his previous treatment. When he opened the cassette door to set up treatment three was fluid leaking. He was advised to discontinue using the cycle and f/u with his pd nurse. He retained the set and is making it available for eval. During a f/u, the pt's pd nurse reported he has had clear effluent. He did not have any signs of infection. He was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.